Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: d9, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument for failure analysis evaluation. Charring and localized melting were observed at the grip base, between the grips, and the instrument successfully passed the electrical continuity test. Additional information: further investigation found that the mbf instrument was inspected prior to use, with no damage or abnormalities observed. The damage was noted while the fenestrated bipolar forceps (fbf) was in use, although it was unclear whether any arcing had occurred. The medical engineer speculated that the ft10 energy unit was being used during this time and suggested that the presence of blood on the mbf instrument may have contributed to the thermal damage due to strong energy output. The bleeding that occurred was expected and there was no injury to the patient. The bleeding encountered during the procedure was anticipated; no blood transfusion was required, no patient injury resulted, and the procedure was completed robotically without further complications.

Event description:
It was reported that during da vinci-assisted liver resection surgical procedure, maryland bipolar forceps was found to have thermal damage to pulley cover. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.